Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test results from the icon 25 hcg test kit. The customer indicated that four (4) patients have reported positive (+) pregnancy results on home tests. Unknown brand of home tests. The 4 pts have had urine tested with the icon25 hcg test kit and the results were negative (-). On the same day, one pt serum sample was tested by quantitative method and the result was 76miu/ml. No additional information regarding this event was provided. No injury related to this event has been reported.